Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Surgical intervention may take place at a later date to address the issue.